Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blockd4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that a patient who underwent a spaceoar placement procedure experienced a rectal infiltration of the hydrogel.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blockd4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2315 captures the reportable event of fluid discharge. Imdrf patient code e2015 captures the reportable event of tissue damage. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e0206 captures the reportable event of emotional pain. Imdrf patient code e2326 captures the reportable event of inflammation.

Event description:
It was reported that a patient who underwent spaceoar placement procedure experienced a rectal infiltration of the hydrogel. This is litigation process if further information is received will a supplemental will be filed. Additional information: it was reported that the patient underwent spaceoar placement procedure in (B)(6) 2023, the computed tomography scan (CT) showed a concern of the infiltration of the hydrogel in the rectal wall. The patient later received intensity-modulated radiation therapy (imrt) from (B)(6). It was administered with high dose radiation brachytherapy and hyperthermia. In (B)(6) the patient underwent a follow up appointment, where he complained of rectal distress and stated that he had been "oozing clear slime". The physician performed a rectal exam that revealed a firm mass in the low anterior rectum covered by smooth rectal mucosa. A transrectal ultrasound revealed that in the area the hydrogel was located was large volume of fluid density with many separated hyperechoic structures as low density as fluid. The physician performed a magnetic resonance imaging (MRI) with and without contracts, which revealed a defect in the rectal wall at the location of the hydrogel, a colostomy was performed to avoid infections and promote healing. The patient was hospitalized on three occasions. The first hospitalization was in (B)(6) 2025, to revise the surgery and treat infections. The second hospitalization and the second were in march for a rectourethral fistula and failure to thrive due to ongoing infections and pain. The patient also underwent a surgery for bilateral open ureteral ligation, perineal exploration and washout. Bilateral nephrostomy tubes were placed the following day of the surgery. The patient was discharged with parenteral nutrition (tpn) administered through a peripherally inserted central catheter (PICC) line, daily hyperbaric oxygen therapy and home health for wound care. Later, in (B)(6) a retrograde urethrogram and voiding cystourethrogram revealed a leak from the prostatic urethra, the patient will need an additional surgery in the bladder.